Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support recommended that the customer switch to the new pump they just received and assisted the customer with setting up the new pump.